Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status: 8 devices were received.

Event description:
This report summarizes 8 malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 5 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 5 devices were found to be affected by a detached blade mount load lever. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes 7 malfunction events in which the device had a component detach. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.